Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error and replace battery alarm. The customer¿s blood glucose level was unknown at the time of the incident. The customer received replaced battery test alarms with out low battery alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the self test, active current measurement, and displacement test. Insulin pump received with high sleep current due to connector resistance issue on electrical board. Unexpected battery power loss alarms due to the electrical board connector resistance issue. Hardware low level failures alarms are confirmed in insulin pump history file due to a broken trace at keypad assembly. No the motor arm cannot communicate with the main arm alarms noted during testing.